Event description:
Per the audiologist, the pt fell and hit her head in late 2007. The pt reported that since that incident, she has been unable to hear with the cochlear implant system. An x-ray ( date not reported) showed the electrode array to be in the cochlea. Adjusting the external transmitting coil did not solve the problem. Results of an integrity test done in 2008 showed the cochlear implant was not functioning. Reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.